Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer temporarily suspended insulin due to this condition but was able to resume normal operation after following guidance from technical support, which included cleaning the speaker holes and reconnecting the cartridge. The alarm did not recur, and the customer was provided with tips to prevent future altitude alarms.